Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash with blisters on his back under the therapy electrodes. The patient's physician recommended that preparation h be applied to the irritation. During a follow-up the patient reported that the irritation had healed.